Event description:
The end user reported she has difficulty, at times, removing the skin barrier from her skin. In one case, her daughter assisted her with removal of her skin barrier but pulled it off too quickly. This resulted in stripped skin. The end user indicated the area was a thin line approximately thirteen millimeters in length. The stripped skin healed. No further information was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.